Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the x-ray and motion batteries were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the x-ray batteries were not holding a charge. When plugged in, the imaging system was unable to perform image acquisitions as the batteries were scrolling. There was no patient present when this issue was identified. No additional information was provided.